Event description:
It was reported that two months and fifteen days post a port placement procedure, it was found that only about two centimeters of the catheter was allegedly fractured and could be seen at the port seat and the connection. Additionally in ultrasound examination, no catheter was seen in the subcutaneous tissue and fascial layer. Reportedly, the catheter was migrated to the atrium and removed by ir. The current status of the patient was reported to be stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp that are cleared in the us. The pro code and 510 k number for the MRI powerport isp are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, four photos were provided for review. The photo shows the port attached to the catheter which was completely broken and the second and third segment was noted to be placed near the segment attached to the catheter. The distal catheter segment was noted to have blood residue all over the catheter. Therefore, the investigation is confirmed for the reported fracture and material separation issues. However, the investigation is inconclusive for the reported migration issues as the provided photo was not sufficient to confirm the reported migration. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and fifteen days post a port placement procedure, it was found that only about two centimeters of the catheter was allegedly fractured and could be seen at the port seat and the connection. Additionally in ultrasound examination, no catheter was seen in the subcutaneous tissue and fascial layer. Reportedly, the catheter was migrated to the atrium and removed by ir. The current status of the patient was reported to be stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp that are cleared in the us. The pro code and 510 k number for the MRI powerport isp are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.